Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmcsu and no non-conformances related to the reported complaint condition were identified additional information was requested and the following was obtained: discard the suture because hospital concerned about the bio-contamination during delivery if they return these (8 ea) used sutures, this is not patient infection issue. So far, distributor did not receive any information about patient infection after operation from hospital.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the suture broke. It was concerned that there might be infection issue. The doctor had immediate action and the patient has no problem. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event states ¿it was concerned that there might be infection issue, so the used suture (8 ea) were discarded¿ did the patient experience a post-op infection? If yes, was the patient treated for the infection and with what type of medication? Were cultures performed? If yes, what were the results of the cultures? Did the statement ¿it was concerned that there might be infection issue¿ just mean that there could be a risk of infection and that the patient did not actually experienced an infection? Note: events reported in 2210968-2021-09528, 2210968-2021-09529, 2210968-2021-09530, 2210968-2021-09531, 2210968-2021-09551, 2210968-2021-09552, and 2210968-2021-09556.